Event description:
During the reintervention on (B)(6) 2009, a medtronic aortic cuff extender was implanted into the existing endograft system. The graft "jumped forward" and covered the renal arteries. The cuff was later repositioned. Medtronic has been contacted. The existing gore bifurcated? Aaa endoprosthesis endograft system was relined with medtronic grafts. The patient tolerated the procedure. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).